Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the patient woke up this morning and the display screen was dim and hard to read. This issue happened all at once. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 9/16/2013 with the following findings: visual inspection of the pump did not show any cosmetic defects. On startup, a dim and discolored screen was observed. Pump cover was removed, the display was replaced with a test display, and the test display was functioning properly.